Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported by the customer that the initial procedure was (B)(6) 2008. The patient reported that everything was going fine until her last fill in (B)(6) 2010. It was during this fill that the nurse had difficulty accessing the port. The port was accessed and the fill was done. It is after this fill that she began to have a loss of restriction. In (B)(6), 2010 the patient went back in for another fill and the surgeon did the fill. The patient stated that after the fill her chest was hurting and the surgeon left the room with no concerns. After a while the chest pain went away and then again there was no restriction. The patient went to see another surgeon. The new surgeon withdrew the fluid and per the patient observed a cloudy colored fluid. He indicated that there must be a leak in the band or the band tubing. He put the fluid back in and instructed the patient to return in six weeks. During the follow up visit, there was less fluid in the band. An x-ray was performed and but the origin of the leak is unknown. The band remains implanted at this time.